Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 6, 2020 - january 8, 2020. H10: the device was received for evaluation. A visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The most probable cause of the rupture was determined to be manufacturing related, however, the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of a small volume intermate ruptured. This occurred during filling, prior to patient use. The device was filled with sodium chloride (nacl). There was no patient involvement. No additional information is available.